Event description:
It was reported that during a laparoscopic sigma procedure, after reloading the device, it cut but did not staple. Overclipped and stapled with another instrument to complete the case. There was no patient consequence.